Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient woke up in the morning and couldn´t stop vomiting and feeling nauseous. The patient started to experience signs of dka, so the husband took her to the hospital. When they arrived in the hospital they performed unspecified tests and they took a bg reading which was 587 mg/dl. The patient was diagnosed with dka. The cgm reading was between 213 mg/dl and 287 mg/dl. At the hospital the patient was treated with IV insulin. The patient stayed at the hospital for 2 days and was discharged on (B)(6) 2024. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.